Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation revealed that electrode 2 was displaced distally, consistent with a fracture in conductor wire 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode